Event description:
It was reported that right heart failure did not exist pre-left ventricle assist device (lvad) implantation. No device-related issues reportedly contributed to the patient's right heart failure and the patient's expiration was not considered to be device-related. The device reportedly operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas) (serial number: (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. The device history records were reviewed for serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. The hmii lvas instructions for use (IFU) lists potential adverse events, including right heart failure and death, that may be associated with the use of heartmate ii left ventricular assist system. The hmii lvas IFU also cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to right heart failure.